Event description:
It was reported on (B)(6) 2010, a pt had a peripheral percutaneous intervention (ppi) procedure with stent placement in the superficial femoral (sfa) via a right femoral artery puncture using a crossover technique and an 8f angio-seal sts plus was selected for closure. It was reported that a pre-deployment angiogram revealed a common femoral artery (cfa) puncture with a 5.0mm lumen diameter. On (B)(6) 2010, as the pt was going to be discharged from the hospital, the pt experienced re-bleeding at the puncture site. Manual compression was applied for 15 minutes and hemostasis was achieved. The pt was kept in the hospital for another day for further monitoring. The next day, the pt was discharged from the hospital with no further complications.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in pts with clinically significant peripheral vascular disease.